Manufacturer narrative:
Beckman coulter customer technical support (cts) remotely assisted the customer with the dxc 700 au chemistry analyzer and identified the probable cause as a defective reference electrode. The fse replaced the reference electrode to resolve the issue. Section a2, a3, a4, a5 and a6: information not provided by customer. The beckman coulter internal identifier is case (B)(4).

Event description:
The customer reported the generation of erroneously low ion-selective electrolytes (ise) patient results, including sodium (na), chloride (cl) and potassium (k), on their dxc 700 au clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data or demographics.